Event description:
The healthcare professional (hcp) reported through a manufacturer representative that while the patient was outside in a downtown metropolitan environment, they experienced a sudden change in therapy in which he had facial contractions. Impedance testing was performed at 0.7 v and it was found that the system impedance values were ¿normal¿ at that time. It was noted that impedance testing was performed a second time at 3 v, but the results were unavailable at the time of report. The patient¿s ¿symptoms subsided¿ following the impedance testing. No further information was available regarding whether the cause of the issue had been determined and whether any actions or interventions had been taken to resolve the issue.